Event description:
Paramedics arrived on the scene to find a 59 y/o male in ventricular fibrillation. The pt was unconscious, pulseless, and not breathing. The paramedic estimated that the pt was in cardiac arrest for at least 8 minutes before the intercept vehicle team began CPR. The paramedic applied "hands off" defibrillator pads and charged the defibrillator to 200 joules. Lead 2 showed ventricular fibrillation. Attempts to defibrillate the pt were unsuccessful. Pad placement was rechecked. While troubleshooting the monitor, it was noticed that a wire had pulled out of the housing on the cable adapter. This adapter provides matching connectors between the defibrillator and resuscitation pads. A back up monitor was obtained from the accompanying ambulance. The pt continued to be in a nonshockable rhythm. The pt was pronounced at the hosp. It is unk to the MFR if the equipment was checked prior to use.